Event description:
I had a bad reaction to hydrelle -injectable filler- (B)(6) 2010, I had injections in several areas. Seven weeks after the injections of hydrelle huge swellings blew up over 2 days on cheeks, jaw, lip, forehead, under eyes. After biopsies, cat scan, hospitalization with IV antibiotics, 15 abscesses drained of large pockets of pus, etc. I found a doctor who found answers. She discovered many doctors were experiencing pts with sterile abscesses and swelling in response to the hydrell. My doctor warned me that I would probably have re-occurrences until the product finally is absorbed. One to two years. My doctor feels that this filler should be taken off the market. Further, because the product was known to be problematic when the original company sold it... The new company knew that but changed the name and sold it anyway - according to my doctor. She said many of the doctors wouldn't have agreed to use it had they know, it was the same inferior product with a new name. I hope this info helps. Dose or amount: vial, frequency: 1 time, route: ID. Dates of use: (B)(6) 2010. Diagnosis or reason for use: thinning. Event abated after use stopped or dose reduced: no.